Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/30/2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on the dexcom g4 system and t:slim g4 system. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The t:slim g4 system mentioned is being reported under MFR number 3004753838-2016-22688.